Event description:
Product, us surgical versaport v 12mm trocar, has "sharp edge", causing unusually high force to achieve insertion for ovarian cyst removal. Left pelvic sidewall injury resulted on 2nd attempt, treatment: 1. Hypogastric artery ligation. 2. 6 units blood transfusion. 3. Hospital admission.